Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens a root cause could not be identified. Based on the results of the investigation, it is likely the most probable caused by a component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had lens scratched. The event occurred during inspection for use. There were no reports of patient harm.